Event description:
It was reported that the customer had a motor error alarm. The customer's blood glucose level was unknown. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.